Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that the pump had shorter than expected battery life. The reporter stated that the patient had a blood glucose of 21.7 mmol/l with symptoms of nausea. The alleged blood glucose excursion does not meet criteria for a serious injury. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 28-nov-2017 with the following findings: a review of the black box showed evidence of a short battery life with a voltage drop. The battery compartment and cap were undamaged and fit securely. Evidence of moisture corrosion was found in the battery canister. The rewind, load, and prime steps were performed successfully. The pump cover was removed to find no further corrosion or intermittent conditions to the power circuit. The short battery life issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).